Event description:
Hcp reported the pt was complaining of nausea, vomiting and somnolence in 2004. An ambulance was called and soon after being admitted the pt was in a coma. The pump was stopped. The pump was then explanted five days later and returned to the MFR for analysis. The hcp believes the pt may still be hospitalized but is unsure. A follow up report will be sent when additional info is obtained.